Event description:
Patient in operating room for eua, hysteroscopy, d&c, but surgeon prepared for the endometrial ablation. Dr. Requested the novasure and handpiece was opened and set up as usual but dr could not activate handpiece. Another handpiece was opened and same issue occurred. At this point we were not sure if the novasure handpiece was faulty or patient anatomy that caused the difficulty to engage the novasure. Therefore, endometrial ablation not completed. Both handpieces were saved with packages for further testing. (Hand piece#1 ref. Ns2000us, lot #20k27rs)(handpiece #2, ref. Ns2000us lot# 20k27rs) both not expired. FDA safety report ID# (B)(4).